Event description:
The customer reported six erroneously low sodium (na) results generated by the au400 clinical chemistry analyzer. The erroneous results were reported out of the laboratory; however, patient treatment was not impacted by this event. Patient data was not provided. Sample and system information was not provided by the customer. The customer performed an enhanced clean using hydrochloric acid solution and calibrated the unit which passed for sodium, chloride, and potassium. Qc was ran on the ise's and all level one qc failed, however, level 2 and 3 passed. The customer removed the pot, cleaned, sonicated, and rinsed the unit. Qc was rerun and again level 2 and 3 passed and level 1 failed. The customer then realized they had put the wrong qc material for level 1. Level 1 qc was repeated with the correct controls and everything passed on the mean. The enhanced cleaning, using the acid, was the fix for the low na results. All patients were rerun and na, cl, and k+ were all elevated to normal. The customer reviewed the data and noted that the low results started on (B)(6) 2011. The customer reviewed their maintenance records and the enhanced clean using bleach was performed before the low results started. The customer just received their hydrochloric acid yesterday and has been performing the enhanced clean using only the bleach solution. The customer will make the necessary corrections to ensure everyone is properly trained on the maintenance procedures. Three (3) patients' critically low sodium results on (B)(6) 2011 and three (3) patients had low sodium on (B)(6) 2011. Per fse service report (B)(4) 2011, the following were noted and/or performed: sodium values fluctuate on patients, the fse inspected all connections inside ise, buffer syringe, and alignments to ise, ise was calibrated and the sample probe was adjusted slightly, cleaned ise pot and mixer and improved grounding to ground strap, ran sequential samples on controls, replaced sample probe that appeared bent and the sequential values improved, the ise was recalibrated and the customer ran controls and calibrators. Per fse service report on (B)(4) 2011, the followings were noted and/or performed: sodium shifts up on patients about 4 units, when repeated, the fse replaced reference valve, reference seal, and bypass tubings and secured all fittings, calibrated twice and ran sequential control sample - the value is on the mean and cv. Has improved to .38 and range improved from 2 to 1, ran diagnostic mid solution replace and rest and all values are good. Customer ran samples and sodium's not fluctuating. Root cause: enhanced cleaning procedure being run incorrectly, and reference valve, reference seal, and bypass tubings needed replacement.